Event description:
Additional information on reintervention: on (B)(6) 2023, the patient underwent a planned endovascular reintervention in zone 8-renals to treat the type 1a endoleak utilizing a gore® excluder® aaa endoprosthesis (rlt351414). The patient anatomy of aorta was tortuous and an aorto-uni-iliac (aui) was done, as the physician could not reach the contra leg. The reintervention was done to realign the original graft. The patient tolerated the procedure.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, endoprosthesis: component migration and endoleak.

Manufacturer narrative:
Code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. Code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, endoprosthesis: component migration and endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2018, the patient underwent an unknown procedure utilizing two gore® excluder® aaa endoprosthesis. On (B)(6) 2023, the patient was seen during a follow up and transition into care. Reportedly, the graft had migrated 5-6cm distally from the intended position and there is a type 1a proximal endoleak. Reportedly, patient describes this as severe and worsening pain, past evaluation has included abdominal CT, but no changes were made in management at the last visit. Reportedly, the physician has not decided on the reintervention and may do an open conversion due to patient's age, condition and complexity from the evar standpoint.